Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin result. Quality controls run prior to the sample resulted near the mean. There have been no additional discordant results. The cause of the discordant troponin result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. Siemens is investigating the event.

Event description:
A discordant, falsely high troponin result was obtained on a patient sample on dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same instrument, and recovered lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high troponin result.

Manufacturer narrative:
The initial MDR was filed on sep 08, 2017 additional information (09/18/2017): a siemens headquarter support center (hsc) specialist evaluated the data related to the event. No instrument issues were reported and no other patient samples affected. The data is consistent with a sample specific issue due to resuspension of cells. Sample processed from a tube with no gel barrier to maintain the position of the cells and cellular debris packed at the bottom of the tube after centrifugation. Aspiration of these cellular components can cause poor washing and decreased removal of excess conjugate. Excess conjugate in the reaction cuvette will increase the ctni value. The cause of discordant troponin result is a sample specific issue. The instrument is performing according to the specifications. No further evaluation of this device is required.